Event description:
Rn reports main IV running with piggyback tubing attached. Potassium hung as a piggyback and piggyback bag instantly emptied into main IV bag instead of running at a secondary rate into the patient. Switched pump out with problem continuing. Exchanged tubing, no further issues so assume problem likely involves tubing. Manufacturer response for continu-flo solution set, clearlink: manufacturer will be notified by means of this medwatch. Device is available for evaluation purposes. Unfortunately original packaging not retained.